Manufacturer narrative:
PMA/510(k) # - k124030. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy (urs) procedure, the cook® single-use holmium laser fiber broke into 2 pieces. This resulted in a little burn on the penis. As reported, there were no additional procedures required and there were no adverse consequences to the patient. Additional information is being sought regarding the patient and event but has not yet been provided at the time of this report.

Event description:
Additional information received on 26feb2019. As reported, the fiber broke accidently with wrong manipulation. After finishing the procedure with a new fiber, the patient had a 1 cm small incision on the tip of the penis. The patient healed perfectly, no impact. After the facility internal investigation, they were not able to say if the broken fiber injured the patient or not. No further information has been provided.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. The customer returned one opened package, labeled with part number hlf-s200-hsma and lot number 8857739 for investigation. The fiber was returned with protective coil secured in a packaging tray. Visual examination confirmed the fiber was returned separated into two segments. The distal segment length measures 148cm. The fiber optic protrudes 6mm from the distal tip of the cleaved cladding. There is visible charring on the cladding at the point of separation. The proximal segment and connector are secure. The length of the white protective sheath is 152.5cm. Closer examination of the sheath revealed a kink 1.9cm from the distal end. There is a hole in the sheath 1.5mm from the distal edge melted into the side. Charring is visible near the damaged area. The fiber separation occurred at the kink in the sheath. A 150cm length of fiber is still inside the sheath. A review of the device history record revealed no non-conformances related to the reported failure. A review of complaint records for lot 8857739 revealed on other complaint received. The other complaint is unrelated to this complaint failure mode; fiber broke in 2 pieces. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: ¿ extended lasing power. ¿ continuous lasing with fiber tip in contact with tissue. ¿ lasing with a contaminated or damaged proximal end. ¿ improper handling. ¿ poor laser beam alignment or focus. ¿ never subject fiber optics to sharp bends in handling, use or storage. ¿ always keep connector end dry and free from contaminates. ¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ do not exceed power limits. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Laser fibers are tested during manufacturing processes to assure the fiber is recognized and no failure codes are present. In addition, to assure no breaks are present along the fiber length and the green output from end of fiber creates a well-defined circle. The laser fiber was returned, and the fiber breakage was confirmed. Follow up communication with the customer indicated the fiber was broken accidently due to wrong manipulation of the fiber. The investigation conclusion is cause is related to fiber handling during the procedure. Per the quality engineering risk assessment, no additional risk mitigating activity is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.